Event description:
Customer reported that an 840 ventilator had the wrong time and date displayed. The device was being used on a pt when event occurred. The pt was removed from the device and placed on an alternate ventilator. The pt was not harmed or injured as a result of the reported event. The date of the event is unk.

Manufacturer narrative:
Covidien customer support engineer (cse) could not duplicate the customer reported malfunction of device's incorrect date/time. The device passed all tests. (B)(4).